Event description:
The incident/defect was reported as: jamming and misfiring. It is unk when defect was identified. No pt injury reported.

Manufacturer narrative:
Investigation is ongoing and not completed at time of this report. A follow-up report will be sent when available.